Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The product had a crack in the welding zone. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with a polyflux 140h, an external dialysate leak was observed between the header and housing. Blood was returned to the patient and the filter was replaced with another polyflux. There was no patient injury or medical intervention associated with this event. No additional information is available.